Manufacturer narrative:
The customer returned the suspected contour next one meter with serial # 8019172 for evaluation. The returned meter switched on as expected and displayed all segments. The returned meter was tested with the in-house contour next test strips, in-house contour next control solution, and in-house breeze2 control solution to simulate blood, which gave a satisfactory performance. The device history record was reviewed for the suspected meter and it was determined that the meter was set with the correct units of measurements for the intended country of distribution. The serial # (d4) and device manufacture date (h4) have been updated.

Manufacturer narrative:
The device history record for the suspected contour next one meter was reviewed and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's age and weight were not provided. The customer did not provide the product information. Therefore, no information was captured (model # and serial #), and the device manufacture date could not be determined.

Event description:
The customer from (B)(6) reported that her contour next one meter was reading in mg/dl instead of mmol/l. There was no allegation of an adverse event. The device is not expected to be returned for evaluation.